Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 500 mg/dl. The customer was treated with manual injections. The customer they had been seeing air bubbles in their reservoir around one or two days after a set change. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer stated that they will try to keep the insulin in room temperature and see if they have better results.